Event description:
Pre-operative diagnosis for this procedure: loose screw product status: implanted-remains in service it was reported that a patient underwent an anterior cervical discectomy and fusion at levels c6-c7 sometime around (B)(6), 2014. It was found post-operatively that one of the screws backed out of the plate even though the locking mechanism had been engaged. The surgeon felt as though the screw was over angulated which caused it to not be contained by the locking mechanism. Patient underwent additional surgery as a result of this event. The loose screw was explanted and a new larger diameter screw was implanted on (B)(6), 2015. According to the report, "it was too soon for the patient to be fully fused" when the revision took place.

Manufacturer narrative:
(B)(4): hospital x-ray image review: ap and lateral views show two single level medtronic cervical plates, one at c4/5 and another at c6/7. One of the c7 screws appears to have backed out about 6-7 mm.